Event description:
It was reported that a patient's settings were changed unexpectedly and the device was found to be off. It was unclear how settings were changed. It was noted that the patient had been traveling since her last visit and the office was unsure if this may have contributed to the setting change. It was specified that the office was not having any issues with the programming system. The patient's device was left off as the patient had been seizure free. Diagnostics were confirmed to be within normal limits. No additional, relevant information was received to date.

Event description:
Programming history was reviewed for the patient's device. The data suggested the patient¿s settings were inadvertently changed, with the patient's settings being changed after a diagnostic test occurred. The patient's normal and magnet output current, pulse width, and signal on time were all programmed to characteristic system diagnostic parameters suggesting that a faulted diagnostic without a final interrogation occurred causing the patient's settings to be inadvertently changed. No additional relevant information has been received to date.